Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that after a knee arthroplasty procedure on an unknown date that the patient is being considered for a revision on an unknown date for unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product code and 510k number were wrongly reported in the initial MDR. Concomitant medical products - unknown kirschner tibial tray; unknown kirschner femur. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.